Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated ¿this is a report about low draw of tubes. A number of tubes didn't draw enough volume of blood (tubes were filled only below -20% of the fill line).¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® sst¿ blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated, ¿this is a report about low draw of tubes. A number of tubes didn't draw enough volume of blood (tubes were filled only below -20% of the fill line).¿